Event description:
It was reported to medtronic minimed that the customer experienced batteries last 5 to 6 days, sometimes it will reject brand new battery, pump dent it at bottom, continuous glucose monitor asks for a lot of calibrations and loses sensor connectivity. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was not performed and customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer received calibrate now alert or the calibration icon decreased the time for next calibration. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l. It was unknown whether the customer will continue to use the transmitter or not. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm on (B)(6) 2024 17:27:00:000 and charge battery alarm on was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. To moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with cracked keypad overlay at select button, fading serial number label and broken belt clip rails. Unit was confirmed for failed battery alarm and charge battery alarm anomalies due to moisture damage. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.